Manufacturer narrative:
(B)(4). (UDI): (B)(4). If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
(B)(4). Upon receipt of additional information it has been determined that the reported malfunction did not cause or lead to patient injury or harm.

Event description:
Upon receipt of additional information it has been determined that the reported malfunction did not cause or lead to patient injury or harm.

Manufacturer narrative:
(B)(4). Reported event was unable to be confirmed due to limited information received from the customer. Device history record was reviewed and no discrepancies relevant to the reported event were found. Root cause was unable to be determined as the necessary information to adequately investigate the reported event was not provided. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
(B)(4). Medical device: UDI # n/a. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted. Device evaluated by manufacturer? Component missing.

Event description:
It has been reported that while shoulder reconstruction surgery, the package for component freedom 36mm constrained head with screw was opened and it was noticed that there was no screw contained within the packaging. The surgery was completed without the screw. No additional patient consequences were reported.